Event description:
It was reported that when the surgeon was tapping with an es2 4.5mm cannulated tap. The surgeon took out the tap and took an xray, and noticed it broke off at the tip, about 10mm from the end. The tip was lodged deep into the vertebral body of the patient. The surgeon decided to leave the tap inside the patient and redirect the screw.

Manufacturer narrative:
Method: complaint history review, risk assessment.results: the customer event of a tip fracture of an es2 cannulated modular tap was confirmed via sales rep correspondence. The device was not returned for evaluation. The awl was used for pedicle preparation prior to tapping with the cannulated modular tap as indicated by the surgical technique. The complaint history review and previous material analysis indicate that tip fracture is likely due to torsional overload. The most likely contributors to the reported issue include torsional overloading of the instrument and the hardness of the patient's bone.conclusion: the root cause of the failure is likely due to a torsional overload and/or the patient¿s bone quality.

Event description:
It was reported that when the surgeon was tapping with an es2 4.5mm cannulated tap. The surgeon took out the tap and took an xray, and noticed it broke off at the tip, about 10mm from the end. The tip was lodged deep into the vertebral body of the patient. The surgeon decided to leave the tap inside the patient and redirect the screw.